Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a screw was not placed as desired, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device. Corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the hospital, the surgery has been completed successfully as intended, there are no negative clinical effects to this patient due to this issue, and there were no further remedial actions necessary, done or planned for this patient due to this issue; also, no significant surgery delay was reported according to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the screw not placed as intended is: that during the patient registration the software did not find a match to the actual patient anatomy that was as accurate as desired for this specific patient/surgery. Apparently the non-ideal match was not detected during the according accuracy verification to be performed by the user. Further contributing factors: a relative movement of the navigation reference in relation to the vertebra it was attached on, since stability of the reference clamp was not ideal due to the patient's vertebra anatomy (very small spinous process) . A relative movement of the vertebrae and thus of the navigation reference in relation to the treated structure, since the reference was not placed on the vertebra to be operated on. Issues with adequate visibility of the instrument references to the navigation due to the setup for this surgery, which may have led to small deviations in displayed positioning information. Potential deviations that occurred during insertion of the screw, which was performed without aid of navigation there is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results. Offer an additional training to users at this hospital following the details in the current brainlab training requirements (referring to software functions/requirements and also user guide information available) regarding: appropriate registration of the patient. Accuracy verification to be performed by the user after registration and throughout the procedure. Rigid fixation of the navigation reference. To place the navigation reference at the vertebra to be operated on. Appropriate or setup for optimal visibility of instrument references.

Event description:
An open spine surgery with pedicle screw placement in l3-4 (right side) due to scoliosis has been performed with the aid of the virtual display of the brainlab navigation. During the procedure the surgeon: attached the navigation reference on vertebra l4. Performed initial patient registration (matching of virtual display of patient image data and actual patient anatomy) using a pre-operative CT image. Verified the accuracy of the registration and determined it to be appropriate. Determined the entry point and prepared the canal for screw placement in l4 using a navigated awl and a navigated probe. Inserted the screw using a non-navigated screwdriver. Attempted to attach the navigation reference on vertebra l3, but the vertebra's anatomy did not permit stable attachment. Re-attached the navigation reference on vertebra l4. Performed new patient registration (two attempts) using a pre-operative CT image. Verified the accuracy of the registration and determined it to be appropriate. Determined the entry point and prepared the canal for screw placement in l3 using a navigated awl and a navigated probe. Inserted the screw using a non-navigated screwdriver. Verified screw positions using fluoroscopy. Realized an offset of 5 mm (in head-feet direction) for the screw in l3, despite the entry point was correct (the screw in l4 was placed as intended). Decided to abandon navigation and replaced the screw in l3 with the aid of fluoroscopy according to the hospital, the surgery has been completed successfully as intended, there are no negative clinical effects to this patient due to this issue (despite there was an increased risk to harm neurological structures due to this issue), and there were no further remedial actions necessary, done or planned for this patient due to this issue. Also, no significant surgery delay was reported.